Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported sensor glucose value of 60 mg/dl. The customer reported hypoglycemia, hyperglycemia which did not require treatment. Customer reported the following led up to the event: none. The event involved product(s) mmt-1886. Customer reported low bgs. Customer has been used the insulin pump system within 48 hrs of reported low bg event. Identified pump¿s programming was incorrect. No further patient complications were reported. Product return required for mmt-1886. It is unknown whether product will be returned. It was unknown whether the customer will continue using the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s doctor reported that the customer had a low blood glucose of 60mg/dl in the middle of the night. No treatment was mentioned for the low. Customer then had a high. It was decided that there was no delivery issue. There was no issue with the pump programming. No treatment was mentioned for the high. Troubleshooting was not done for the low or the high. Pump was used within 48 hours of the low and high. Smartguard was used. Pump is not returning for analysis.